Event description:
Engineer noted while planning for a revision case that the implant to be revised was a legacy kinos axiom tibial implant component that had become loose. The operating surgeon noted that the patient has joint instability and a fracture of the medial malleolus that contributed to the implant loosening, rather than any obvious defect of the implant itself.

Manufacturer narrative:
The device has not been received for evaluation by the manufacturer. Review of production records reveals no abnormalities that would have any impact on construct stability of the tar system. The operating surgeon has evaluated the patient and assessed that the adverse event is related to the patient factors such as joint instability and a fracture of the distal tibia, rather than any defect of the implant components.